Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with battery metal cap contact missing. Unit was also received with broken belt clip rails, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case on battery side, pillowing keypad overlay, cracked keypad overlay at select button, label damage (faded), cracked lcd window, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when broken belt clip rails were noted. In addition, the following cosmetic damages were also noted: missing battery cap metal contact, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case on battery side, pillowing keypad overlay, cracked keypad overlay at select button, label damage (faded), cracked lcd window, and scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1884 returned for analysis.